Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address femoral component loosening and polyethylene debris and pitting approximately six (6) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona ultra congruent articular surface 14mm size gh catalog #: 42511200614 lot #: 63659264 persona cemented all poly patella 35mm catalog #: 42540000035 lot #: 64156998 persona stemmed cemented tibial tray left size g catalog #: 42532007901 lot #: 64037694 the complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address unspecified femoral component failure and polyethylene debris approximately six (6) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) - femur. Visual evaluation of the returned articular surface identified pitting and wear marks on the proximal surface as well as nicks and gouges on the distal surface, confirming implantation and explantation. The femoral component was evaluated through manufacturing review; however, the device was not returned and therefore the event could not be confirmed for the femoral component. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.